Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 239 mg/dl. Spoke with the customer the next day. The customer stated that he was getting no delivery alarms prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that the cannula was bent when he removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.